Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of cirrhosis was exacerbated by the lifevest equipment. The patient described the area as sore red rashes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended not putting anything on skin. The outcome of the irritation is unknown as follow up attempts were unsuccessful.